Event description:
The patient developed a leak on (B)(6) 2022 following a sleeve gastrectomy procedure completed on (B)(6) 2022, which had used the titan sgs23r stapler. The location of the leak was not able to be confirmed although it was reported that an obstruction occured at the middle part of the stomach. Additionally, it was reported that the patient was thought to be non-compliant. Re-operation/surgical intervention was completed however no details were reported regarding specifically what occured during re-operation. It was reported that the patient was released after re-operation/surgical intervention. Standard bariatrics was notified of this event on (B)(6) 2023.